Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer that for three patients, the needle began to separate from the flat padded piece that sits against the skin (the needle began to retract, pulling away from the reservoir where it had been inserted). The patients began to bleed around the insertion site, their ports needed to be de-accessed and accessed again with a new needle. It was stated "there was no specific harm but these are pediatric patients and it is traumatic to have their ports accessed." It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle dislodgement is inconclusive due to unknown clinical conditions. Two 22 ga x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation showed blood use residues throughout the returned infusion set samples. The safety mechanism of each of the two returned infusion sets was engaged over the distal needle tip. It was observed that the needle of sample 2 was bent. A microscopic observation revealed nothing remarkable along the returned devices. Because of unknown clinical conditions, the complaint of needle dislodgement is inconclusive. Possible contributing factors may include improper needle length selection, improper securement of the device, over pressurization during use of the devices, or other unknown factors. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that for three patients, the needle began to separate from the flat padded piece that sits against the skin (the needle began to retract, pulling away from the reservoir where it had been inserted). The patients began to bleed around the insertion site, their ports needed to be de-accessed and accessed again with a new needle. It was stated "there was no specific harm but these are pediatric patients and it is traumatic to have their ports accessed." It was reported this occurred with three devices. This report addresses the second device.